Manufacturer narrative:
Continuation of d11: product ID(B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient (pt) reported their weight at the time of the event. It was also reported that the replacement recharger resolved the issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had difficulty with recharging, she got the checking the recharger screen 89 every time she charged her ins today. Action was taken before the call was patient tried leaving controller on the checking the recharger screen for 15 minutes, but the screen just shut off on the controller, she didn¿t see any screen flashing light above the screen for the controller. Patient services (pss) had the patient confirmed what batteries she was using in the battery compartment. While patient was opening up the battery compartment, she noted the compartment cover was hard to get open and closed, patient used the lithium power pack. Pss had the patient connected the recharger (rtm) into the controller and tried charging the ins. Patient saw screen 14, position rtm over the ins and hit continue, patient saw screen 89 after hitting continue. Pss reviewed and had patient put a little bit of pressure using rtm against ins to try improving the connection, but the patient was still seeing the checking the recharger screen. Pss had patient disconnect the recharger and attempted to connect the controller directly with the ins, patient confirmed the cont roller successfully connected and she could see her setting with a battery level of 90% for the controller, and a battery level of 30% for the ins. It was note the patient attempted again to charge by reconnecting the recharger but getting stuck on the check the recharger screen. Patient stated her last charge her ins maybe 5 days ago. Patient was getting message checking the recharger and couldn¿t charge her implant. No further complication and no symptoms were reported.